Event description:
The customer contact reported the patient received more medication than intended. At 1900, the device was programmed to deliver clinoleic 20% at a rate of 0.5ml/hr for a duration of 24 hours. At 2315, it was reported the nurse was performing an unspecified blood draw and noted that the patient's blood was white, slightly orange. At that time, the nurse noted that the device delivered 60ml in about 4 hours instead of the intended 0.5ml/hr. The device was removed from clinical service. The patient was treated with an exchange transfusion to remove the excess lipid from the patient's blood. It was reported that the patient responded well. The customer contact reported that the patient continued to have routine standard blood draws and blood lipid test performed. No blood values were provided. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.78 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. The device history indicated that all data from the reported event date of (B)(6) 2015 was overwritten by the newer information. Therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.